Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented for left inguinal hernia repair, unrelated to the device, and requested ipp removal and replacement since it was no longer functioning. During the procedure, a crossover was observed, which the physician believes may have caused the device to stop functioning, although the patient reported it had worked for some time after implantation. The ipp was removed and replaced, and a sling was also implanted during the same procedure. No additional patient complications were reported.